Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Flows remained stable around 1.8¿2.0 l/min on p4. The team discussed maintaining flows above 1.5 l/min due to a lower pressure system. Suddenly, flows dropped to 0.8 l/min, and the pulmonary artery (pa) placement signal increased significantly. Motor current remained stable. The team discussed the situation and contacted the csc for support. There was concern for possible ingestion of material into the cannula. A chest x-ray was obtained, which confirmed that device placement was unchanged. Morning ptt was 35, and the current ptt was 55.

Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Low pump flow: clinical reported low flow for matching p-level. Flows remained around 1.8-2l on p4 and suddenly there was a drop in flows to 0.8l with spike in pa placement signal. The returned product was inspected and there was no biomaterial observed or cannula kinks. The pump was run in the lab and low pump flow did not reproduce. The data logs from the case show pump running at p4 before an ingestion event occurred with motor current spike, speed deviation and shift in placement signal with drop in pump flows. Purge pressure and flow were also affected. Pump was turned up to p6 and about 40 minutes after the first spike there was another ingestion event. Clinical reported on the night of 19-dec patient had incident with coughing after which low flow resolved. The data logs show low flow resolution with flows going from 2.0lpmin to 3.4lpmin. The cause of the low pump flow was determined to be biomaterial ingestion based on data log analysis showing ingestion and returned pump not reproducing the issue. Hemolysis/mechanical interaction with blood: clinical reported patient with ldh>1000 and worsening hemolysis. The returned pump showed no related abnormalities. The logs show 2 ingestion events on the 19-dec before reported elevated ldh values and hemolysis. The cause of the issue was determined to be due to biomaterial ingestion as evidenced by motor current spikes before hemolysis observation.